Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.119 - 0.316 in length and were not aligned with the tube axis.

Event description:
It was reported the fenestrated bipolar forceps instrument had a broken wire. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operating room (or) staff informed the cpd senior technician that the reported event occurred when the surgeon was dissecting tissue within the abdomen. The cable observed was silver with no thermal damage. At the time of the case, no instrument collision was observed. No fragments fell into the patient. The procedure was converted to open with no reported injury or harm.